Event description:
It was reported that the patient had an infection at the pump site and the pump was scheduled to be explanted on (B)(6) 2014. Per reporter, the infection was diagnosed 2 days ago. Healthcare provider wanted to program the pump to stopped pump for the same. Drug delivered via the device was dilaudid. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that perioperative antibiotics were not administered. The date of onset was (B)(6) 2014 and the date of diagnosis was (B)(6) 2014. The patient reportedly did not have meningitis "csf-cx". The patient's last refill was (B)(6) 2014. The patient experienced fever, drainage and pain. The primary location of the infection was the device pocket. A culture source was reported as the device pocket and blood contaminent. The type of organism cultured was reported on "01/17 normal stain flora." The patient was treated with both intravenous and oral antibiotics and the total system was explanted. The patient's outcome was reported as unknown. The patient was to return on (B)(6) 2014. The patient was seen on (B)(6) 2014 and the wound was healing well. There was no drug withdrawal as pain management was prescribing oral medications. Further information provided that the patient had a chronic right leg ulcer (venous ulcer) diagnosed in (B)(6) 2013. The patient&#38112;body mass index was reported as 35.53.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the pump and catheter were explanted due to meningitis. Per the patient they were treated with "heavy antibiotic"s and in (B)(6) 2014 the patient saw the hcp and thought the infection was possibly resolved at that time. The hcp discussed replacing the pump at that appointment but the patient did not want the pump again. The patient stated they were getting "2.2" but did not know the unit of measurement. The patient still had back pain and was being treated with transdermal patches. The patient also stated that they had metal in their face from jaw surgery.

Manufacturer narrative:
Product ID 8590-1, lot# n114183, implanted: 2008 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
.

Event description:
Additional information later reported the patient was given perioperative antibiotics.